Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are incomplete and missing graduation marks. To aid in the investigation, twenty-three samples in sealed packaging blisters and five photos were provided for evaluation by our quality team. The samples received are missing the syringe scale marking, and the five photos provided show some of the samples received. No other defects and imperfections were observed. This defect could occur if there was a jam inducing a misalignment of the printing pad. A device history record review was completed for provided material number 309653, lot 4080219. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309650. Batch number#: 4080219. It was reported by customer that they received 50ml luer-lok syringes which demonstrate poor quality control during manufacture. Numerous syringes came from the manufacturer with incomplete graduation marks, or entirely without graduation marks. No patient harm, manufacturing defect precludes product use.